Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. (B)((4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer was treated with manual injection. Customer declined to troubleshoot for high readings. Customer stated that insulin pump had no delivery alarm. Customer was advised to change the infusion set, reservoir and to treat as per healthcare professional's recommendation. The insulin pump will be returned for analysis.